Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated an alarm, the screen turned off and ventilation stopped. The alarm could not be canceled by pressing the alarm silence button. The power pack was removed to stop the alarm. The device was turned back on and ventilation began normally but some of the data had disappeared. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned a control printed circuit board (pcb). The service engineer evaluated the pcb and could not duplicate the reported event. The pcb was placed into a test ventilator, it was powered on and was able to ventilate a test lung at standard settings. The event history was reviewed, indicated that the backup battery was depleted and that the device was not connected to alternating current (ac) power. However, without the rest of the ventilator, a root cause conclusion could not be made. The reported event could not be duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.